Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown the customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: (B)(4).

Event description:
It was reported that an unspecified bd catheter was kinked during infusion. The following information was provided by the initial reporter: "it was reported that catheter tends to kink after being in place for less than 45 minutes. Tw# (B)(4) captures insyte autoguard bd 20g, part no. Unknown, batch no. Unknown. Tw# (B)(4) captures insyte autoguard bd 22g, part no. Unknown, batch no. Unknown. Event description states: customer question: nurse states her facility recently started using the insyte autoguard bd. She works in a surgery center where patients only have pivs for 45 minutes or less. She has noticed in the pediatric population (or mobile patients) that the insyte autoguard bd catheter tends to kink after being in place for less than 45min causing the dressing to be removed and the catheter unkinked or removed entirely. There is no specific product code or lot number to report. She states they use the 20g and 22g needles. She reports that this does not occur with any other needles they use and she is thinking about discontinuing the use of these needles entirely. Response: informed nurse that I would be sending this information over to our fa department as a complaint. Also transferred her to cs to obtain the name and contact information for her piv sr for other IV product samples. Case forwarded to product complaints via email."

Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd catheter was kinked during infusion. The following information was provided by the initial reporter: "it was reported that catheter tends to kink after being in place for less than 45 minutes. Tw# (B)(4) captures insyte autoguard bd 20g, part no. Unknown, batch no. Unknown. Tw# (B)(4) captures insyte autoguard bd 22g, part no. Unknown, batch no. Unknown. Event description states: customer question: nurse states her facility recently started using the insyte autoguard bd. She works in a surgery center where patients only have pivs for 45 minutes or less. She has noticed in the pediatric population (or mobile patients) that the insyte autoguard bd catheter tends to kink after being in place for less than 45min causing the dressing to be removed and the catheter unkinked or removed entirely. There is no specific product code or lot number to report. She states they use the 20g and 22g needles. She reports that this does not occur with any other needles they use and she is thinking about discontinuing the use of these needles entirely. Response: informed nurse that I would be sending this information over to our fa department as a complaint. Also transferred her to cs to obtain the name and contact information for her piv sr for other IV product samples. Case forwarded to product complaints via email."